Event description:
Information received from the field does not address the patient's clinical status but notes that a trans-telephonic monitor check showed a problem with the pacemaker system. When the patient was seen in the clinic, an ECG showed no output or telemetry.